Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2014-correction to suspect medical device serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient stated she would resume pump therapy after monitoring her blood glucose levels for one hour. There were no further reported issues. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Event description:
The patient reports that she has had elevated blood glucose since starting therapy on a replacement pump the afternoon she called animas. She reportedly obtained a blood glucose reading of 185 mg/dl when she programmed the new pump and her blood glucose level increased to 530 mg/dl afterward. She denied chest pain and shortness of breath and did not test for ketones. She says that on her old pump she could hear her basal insulin delivery however on her new pump she cannot and feels it may not be delivered. The patient disconnected from the pump and gave herself 8 units of insulin by a manual injection. The patient reported that she used a new infusion site and cartridge, that her insulin was new, and there was no redness, soreness, or leaking at the infusion site. The patient thinks she may have chosen an infusion site that does not absorb insulin properly. The animas customer support representative recommended changing the infusion site if blood glucose levels are elevated.